Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had error on bootup. The field service engineer (fse) replaced hard drive, did full reimage and synchronization. The fse completed the reinstallation and synchronization of the workstation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was a hardware failure, and the customer wanted to change the hard drive and reimage the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.